Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from sorc there was the possibility that this phenomenon was attributed to the connection failure due to the corrosion of the electrical contacts of the video connector socket.

Event description:
Olympus service operation repair center (sorc) was informed from the facility that in unspecified timing the endoscopic image was not displayed. Sorc checked the subject device and found that the reported phenomenon duplicated due to the corrosion of the electrical contacts of the video connector socket. There was no report of patient injury associated with the event.